Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed another control test and received a reading of 281 mg/dl. The normal control range was 96-133 mg/dl. The customer did not allege any adverse events. The customer used the last suspect test strip while troubleshooting, so the test strips are not available for evaluation. The meter will be returned for evaluation, and the customer will trade up to a contour 2 meter.